Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, the radiolucent aiming arm greater trochanter was broken when trying to remove the gold sleeves from the outer aiming arm. The locking clip broke off and did not allow the sleeve to be removed. The arm had to be unscrewed from an unknown radiolucent insertion handle. There was a thirty (30) minute surgical delay. The procedure was completed successfully. Patient outcome is stable. Concomitant devices reported: 11.5mm/8.5mm protection sleeve for recon locking (part# 03.010.075, lot# pe03404, quantity 1); unknown radiolucent insertion handle (part# unknown, lot# unknown, quantity 1). This report is for one (1) radiolucent aiming arm/frn greater trochanter this is report 1 of 2 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device history lot part: 03.033.003, lot: l750741, manufacturing site: haegendorf, release to warehouse date: (B)(6)2018 . The device history record shows this lot of was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: device evaluation: upon visual inspection, it was observed that both cam lock lever tabs were broken. It was also noted that, part of the broken plastic piece for one of the cam lock tab was still attached to the arm while the remaining broken pieces were missing and not returned. For the other broken cam lock tab, all the broken piece(s) were missing and were not returned. In addition, the aiming arm was tested with the protection sleeve that was returned (part number 03.010.075, lot number pe03404. The sleeve did fully pass through the aiming arm and there were no issues found during assembling and disassembling of the two devices together. Overall, the aiming arm was in good condition and no new issues were identified during investigation. The received condition of broken cam lock lever tabs does agree with the complaint description, therefore, the complaint has been confirmed. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Material / hardness review: the material review of the cam lock lever tabs was not able to be performed during DHR review as the sub-components are not lot tracked. Dimensional analysis: the broken fragments of the cam lock levers were not returned. The device was subject to forces during usage/interaction causing the cam lock levers to break. Dimensional inspection was determined inapplicable due to post-manufacture damages. Conclusion: the complaint description states that the cam lock levers broke while attempting to remove the protection sleeve. The given complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its usage at the time of surgery. During the investigation no unidentified issues were found. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, the radiolucent aiming arm greater trochanter was broken when trying to remove the gold sleeves from the outer aiming arm. The locking clip broke off and did not allow the sleeve to be removed. The arm had to be unscrewed from an unknown radiolucent insertion handle. There was a thirty (30) minute surgical delay. The procedure was completed successfully. Patient outcome is stable. This report is for one (1) radiolucent aiming arm/frn greater trochanter. This is report 1 of 2 for (B)(4).